Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly within months after the implantation, the patient developed discomfort, pain and spasms in the left hip with certain movements. It is further alleged that he underwent blood tests, imaging studies and aspiration of fluid build up in the left hip within 22 months after implantation; also developed elevated cobalt and chromium levels in his blood and tissue. On or about (B)(6) 2015 he was advised that the tissue around the accolade ii had been infected and that he would have to undergo a revision operation, replacing the metal head with a ceramic one. He was allegedly revised on (B)(6) 2016.